Event description:
The customer indicated that none of their bedside monitor were connected to the central station. During troubleshooting welch allyn technical support found that the acuity central monitoring system cpu was locked up/frozen. This result in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any pt info.

Manufacturer narrative:
H3: the device eval is not yet complete. A follow-up report will be submitted when the evaluation is complete.